Event description:
The recipient reportedly started to experience vertigo following implant surgery. The recipient is reportedly taking medication for the vertigo (type unknown) with improvement.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.